Event description:
Initially a ehavy metal testing was done on blood using this tube. Results showed elevated barium. Barium could be a poison so investigation ensued. Additional testing done negated the initial result. The lab indicated that the discrepancy could be due to a contaminant in the test tube itself or the test tube or the rubber stopper. Pathologist also blames result on the test tube. Rptr has attempted to work with MFR, obtaining documentation on MFR of tube to disprove this. MFR has not been forthcoming with the documentation and rptr believes MFR is aware of a problem. The pt was already dead. Rptr is concerned about other people being misdiagnosed because of the problem with the tube. While the rptr and family had to deal with the emotional anguish of believing their loved one was poisoned, since the loved one was already deceased they couldn't be mis-treated because of the results. If incorrect results were received on a live pt the possible problems with regards to treatment are an even greater concern.